Manufacturer narrative:
A sus voluntary event report, medwatch number mw5099968, was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced dizziness and difficulty to breathe after climbing a flight of stairs. The patient measured the heart rate and found that it was on bradycardia. The patient was taken to the emergency and it is suspected that the implantable cardioverter defibrillator was not working and exhibited premature discharge of battery. The device was explanted. The patient condition during and after procedure is unknown.